Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an irregular heart rhythm. It was also reported that the right atrial (ra) lead was having capture issues and was undersensing. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.